Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A health professional reported a sterility issue indicating a fiber seen in the intraocular lens. Additional information requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, the procedure was completed the same day without patient harm.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported compliant of foreign material. The presence of surgical solution and blood on the returned sample is evidence that the product was subjected to handling. Areas of the dried solution and blood give the appearance of a fiber. No damage or foreign material is observed on the lens. We cannot verify if foreign material was present when opened. The manufacturer internal reference number is: (B)(4).